Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection was performed and a crack in the minicap was found. The reported condition was verified. The cause of the crack was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found to have a crack in it. The patient noticed the crack after they had been connected for therapy. The patient noticed a subtle crack when it was connected and noted a small amount of iodine leaking through the crack. The patient was put on prophylactic course of antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.